Event description:
It was reported that the surgeon inserted a cc4204a collamer single piece lens and the lens tore upon insertion. The lens was removed and discarded. Further information was requested but none forthcoming. If any additional information is obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation results: a work order search was performed, and there were no similar complaints found. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).